Event description:
Procedure: laparoscopic pancreatectomy. Patient sex: unk. Reportedly, the stapler jaws did not open properly after application. The surgeon then forced the instrument off of the tissue which tore off additional tissue. The surgeon then used second stapler to finish.